Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers kept scrolling up when he released the button. The keypad was unresponsive. He received a button error alarm. His blood glucose level was 220 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.